Manufacturer narrative:
The biomedical engineer reports that the bsm (beside monitor) screen is black and no data transfers to the cns (central nurse's station). No patient harm was reported. The device was returned and evaluated. The united arrived with a damaged screen. The black screen was duplicated. The inverter board was replaced to fix the issue. The device was repaired and sent back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bsm (beside monitor) screen is black and no data transfers to the cns (central nurse's station).